Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's right chest device therapy was off. They turned it back on on friday. Rep interrogated the device today to get the info out of it to see what potentially happened. It was discovered that the therapy turned off on,(B)(6) 2026, at 17:48. Rep asked numerous questions about potential emi exposure on (B)(6) 2026 but they do not recall being anywhere that would cause any issue. Also, it is not understood why the right chest device therapy would turn off, but not the left chest device therapy if he was exposed to some kind of emi, as this device has had no interruption of therapy. Issue is resolved.